Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.